Event description:
It was reported that during a laparoscopic nissen repair, a "fog horn" sound was heard. The action of the device was delayed as it was used in the tissue. The surgeon continued using it. Pt consequence is unk.